Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, although further information has been provided, we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes could include issues relating to application techniques and or product failure. No batch/lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. Medical report concluded. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
In the paper "plastic and reconstructive surgery global open 2020- negative pressure wound therapy reduces wound breakdown and implant loss in prepectoral breast reconstruction" the authors of the study reported that a patient using opsite suffered a major complication which were treated with change in management such as the prescription of antibiotics, change in dressings, or prolonged wound healings. No further information is available.